Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate of 75 units after loading a cartridge with 300 units. There was no impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate. The customer reported that the pump continued to be used for insulin therapy.